Event description:
Event description cpi received information that this transvenous defibrillation lead and the bipolar lead model 4269 serial number 272400 were explanted because of twiddler syndrome. During the procedure, the physician replaced both the transvenous defibrillation lead and the bipolar lead. Shortly after the procedure, the physician noticed that the new bipolar lead model 4269 serial number 277739 had dislodged. An invasive procedure was performed to reposition the bipolar lead.